Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one day. The blood glucose level was 265 mg/dl and the patient was treated with insulin syringe. No further information was available.